Event description:
This is an international report of a leak that was found at the integral twist point of the transfer set. The clamp appears closed but solution is escaping. There was no patient involvement, injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for leak is not confirmed and the root cause was undetermined. The lot number is unknown; therefore, a batch review cannot be performed.